Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage and leak could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. Unused, sterile representative samples were successfully tested and no malfunction was noted.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the right common femoral artery was performed with two proglide devices via a 6f sheath using the pre-close technique prior to an endovascular aneurysm repair (evar). Reportedly, there was no pulsatile blood flow noted at the marker lumen with both proglide devices; however, there was blood leaking from the hub of the proglide device. The sutures of the two proglide devices were successfully pre-placed and the evar procedure was performed using a 12f sheath. Hemostasis was achieved with the pre-placed sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.